Event description:
The customer reported being hospitalized due to high blood glucose of almost 800mg/dl. The caller also mentioned that the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap was flush. The caller stated that he would not be released from the hospital until he receives a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarms. Unable to confirm motor error alarms. The motor passed the motor test.